Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2013 with the following findings: the pump¿s history showed multiple alarms. Investigation revealed that the display screen displayed normally. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Event description:
The reporter (the patient's husband) contacted animas on (B)(6) 2014 alleging the display screen on the pump did not illuminate when the pump was powered on. The reporter confirmed the pump had functional auditory and vibratory capability. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display failure remained unresolved.

Manufacturer narrative:
(B)(4). Suspect medical device serial # updated to reflect (B)(4).

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.